Event description:
The manufacturer received a request for service of a ventilator. The device was not in patient use. During the evaluation of the device by the manufacturer's service technician, a "ventilator inoperative" condition was observed. The device's software was reloaded to address the issue.